Manufacturer narrative:
Product investigation summary: the results of this investigation concluded a focal thrombus on one leaflet and pivot, and limited mobility of one leaflet. Special stains were negative for organisms, and no acute inflammation or significant calcifications were present. There was no evidence found to suggest the cause of the thrombus formation and limited mobility of one of the leaflets was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the thrombus formation and limited mobility of one of the leaflets remains unknown.

Event description:
The information provided to sjm indicated this 21mm masters series silzone valve was implanted in the aortic position. The valve was explanted due to extensive pannus formation on one of the leaflets. A smaller 19mm sjm regent valve (model: 19agfn-756; serial: (B)(4)) was implanted.